Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. It was noted the impedances have been high for the past year. Boston scientific technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.